Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (damaged belt receptacle, service code 204 (belt/monitor unusable)) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector and the j1001 connector on the c/a board. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor had a damaged belt receptacle and was receiving code 204 (belt/monitor unusable).